Event description:
A report was received that a patient's precision system was explanted, due the ipg rubbing against her back brace and causing pain. The patient was reportedly doing well following the procedure.